Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No motor error alarm during testing noted. Motor passed motor test. No unexpected auto no power alarm noted. Pump received with normal operating currents. Pump received with cracked battery tube threads, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 50 mg/dl, which was treated with orange juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.